Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker determined that the cause of the reported issue was due to the main keyboard and replace to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.

Event description:
A competent authority agency contacted stryker to report that a customer's device froze and was not responding to button presses during a patient event. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A competent authority agency contacted stryker to report that a customer's device froze and was not responding to button presses during a patient event. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse event reported.